Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. The customer is intentionally over-riding a built-in safety feature that prevents use of other sets that have not been calibrated for use with the spectrum infusion pump. A baxter representative has informed the customer on the field that this practice should be discontinued immediately as it is an off-label practice and could have serious patient consequences. Use errors and proper user instructions are addressed in the ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and the spectrum infusion system is designed to operate with compatible standard gravity intravenous sets. The manual also refers to the resource section of the baxter website for a list of compatible IV sets, or call baxter technical support. It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump slide clamp keys were taken off baxter infusion sets to open the pump door and then use off-label tubing through the pump during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.